Event description:
It was reported that the patient was seen with high impedance. It was noted that the patient has been pulling at the area. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information; f1905 & d17 inadvertently left off of initial report despite being known at the time of submission.

Event description:
Later, it was reported that the patient underwent a full revision due to the high impedance condition. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.